Event description:
It was reported that the patient developed a hematoma and pocket infection after generator change-out. The implantable pulse generator (ipg) and leads were explanted and replaced. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.